Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the wire was broken and kinked. The complainant reported that the device was energized prior to bowing; however, according to the instructions for use (IFU), "precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity."